Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: a broken shell and flat creases. A weight test of the device was performed and verified device underweight. A microscopic analysis was performed which identified a sharp break. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a break on he posterior side assessed as unidentified tear opening. Additional, corrected, and/or changed data.

Event description:
Healthcare professional reported rupture of left implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of left implant. The device has been explanted.